Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-15292. It was reported the patient's ipg site is sore when stimulation is on or off and that his stimulation had moved to his chest, which is higher than where his pain is located. The physician indicated the soreness could be due to the patient recently losing 15 pounds. The physician prescribed a topical pain patch. The sjm representative met with the patient and reprogramming resolved the stimulation issue. The next day, the patient indicated stimulation was no longer effective. The sjm representative met with the patient again for additional reprogramming.